Event description:
The customer reported that at (B)(4) during a procedure, the fiber cap had become cracked at the beam exit and the fiber, which is side-firing, was seen to be forward firing. Decreased tissue vaporization was also reported. It was reported that the procedure was completed with this fiber. No pt injury was reported.

Manufacturer narrative:
Event problem, the component codes 814 fiber and 424 cap are associated with the device code 1260 fracture. Device code 3191 also applies. Device code 3191 refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Device code 3005 output issue also applies.